Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a wide-necked (maximum diameter 9mm, neck width 6mm) unruptured saccular aneurysm located in the internal carotid artery, the pipeline flex did not open proximally. It was reported that there was no problem when probing with the marksman microcatheter and inserting the pipeline. The distal portion of pipeline flex opened very well and could be place perfectly into distal landing zone. As the device was deployed halfway, it did not open any further. The physician attempted to resheath the device one time completely and about 5 times after the proximal device did not open. At the time that the device did not open, the pushwire could not be moved distally even when the physician pushed only the wire. Therefore, the physician decided to remove the whole system. Outside the patient, on the table it was noticed that the device had a strong constriction. The procedure was finished with a new marksman and a new pipeline successfully.

Manufacturer narrative:
The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found stuck inside microcatheter and it could not be pushed forward or removed. The catheter was cut to remove the pushwire. A significant amount of blood was observed inside the catheter lumen. The tip coil appeared to be damaged. The distal end of the pipeline was found fully opened with damaged braid. As received, the proximal end of the pipeline was not opened due to damaged braid. The middle section of the pipeline appeared to be partially opened with damaged braid. The pushwire appeared to be bent at several locations. The catheter body appeared to be accordioned. The catheter was tested with a 0.026 mandrel and it got stuck at the damaged. No other anomalies were observed. Based on the customer's photo and above findings, the customer's report was confirmed. It is likely that the damage to the braid on both the distal and proximal ends is the result of the physician resheathing the device more than the recommended two times; subsequently causing the proximal end of the pipeline not to open and the catheter to accordion. All products are 100% inspected for damage and irregularities during manufacture.the lot history record has been reviewed and no quality issues were noted. Note: per the instruction for use (IFU): resheathing the pipelineflex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Manufacturer narrative:
Note: per the instruction for use (IFU): resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation, but it is in transit. A supplemental report will be submitted once the device is received and evaluated. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. (B)(4).